Event description:
The hip was revised. Is not on file for text copy. Enter text.

Manufacturer narrative:
Summary of evaluation: the limited info provided, and the device examination results are insufficient to determine the complaint or its cause.